Manufacturer narrative:
Per the t:slim x2 user guide, ¿for children (ages 6¿17) both sites on the belly and upper buttocks are approved for sensor insertion.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the customer was wearing the sensor and transmitter on their left arm. Customer's blood glucose level was 190-130 mg/dl. The customer moved the pump and transmitter to be within line of each other and connection resumed.